Event description:
It was reported that the patient passed away on (B)(6) 2022 due to right heart failure. The patient's right heart failure was not preexisting prior to their left ventricular assist device (lvad) implant, but the right heart failure was not device related. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure (rhf) could not conclusively be established through this evaluation. The account communicated that the device would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24mar2014. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. B) is currently available. Section 1 of this IFU lists right heart failure and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, under "postoperative patient care", cautions: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Section 6 (under "right heart failure") discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.